Event description:
It was reported that the 9900 system keeps freezing up and requires the machine to be turned off and on all the time. It was also noted that at times, the system indicates it is fluoroing, but it is not fluoroing. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. As a proactive measure, readjusted the isolation transformer, erased nodes and reloaded software. The system was tested and found to be working as intended and placed back into service.